Event description:
It was reported to target that during a procedure when the physician tried to remove the idc coil, he felt friction and the coil detached in the microcatheter. The coil was removed together with the microcatheter. There were no complications to the patient, who was reported in good condition after the procedure.